Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No displacement anomalies or interrupt source error noted during testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a multiple pump error and motor power supply voltage alarm detected. The customer¿s blood glucose was 85 mg/dl. Troubleshooting steps were provided for power error detected alarm. Customer states they were able to clear the alarm. Customer was able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.